Event description:
It was reported that the device displayed all three (attention, charge pak and wrench) icons. Physio-control evaluated the device and verified the reported issue. The device internal hlc battery was depleted to a critical level. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control determined the cause for the malfunction to be an electrically leaky filter, fl9, on the analog pcb assembly. The malfunction was depleting the internal hlc battery at a faster rate.a replacement device was provided to the customer.